Manufacturer narrative:
MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4) event occurred in the united sates on (B)(6) 2024, .it was reported that patient faced an issue with three infusion set was leaking. No further information available.